Event description:
A complaint of high readings was received on a customer's freestyle meter. The customer obtained a reading of 372 mg/dl compared to a laboratory reading of 98 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.